Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 3 months due to prosthetic mitral valve endocarditis. Per the op report, the patient's postoperative course 3 months after placement of his original valve aquired mrsa septicemia from a suspected PICC line that in turned resulted in endocarditis of the new bioprosthetic valve. Patient suffered septic shock and cardiopulmonary failure, was resuscitated in the mricu for approximately 2 weeks until he was able to extubated and required hemodialysis for severe chronic renal insufficiency trending toward renal failure. Therefore, redo-mitral valve replacement was performed. During explantation of the mitral valve, there was a significant amount of endocarditis coming from the valve onto the posterior aspect of the left atrium and to the septum. The explanted device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. In this case, the patient's postoperative course 3 months after placement of this valve acquired mrsa septicemia from a suspected PICC line, that in turned resulted in endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. No further actions are possible with the available information.